Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomalies with the exterior of the pump. Functional analysis of the pump confirmed the pump successfully primed and flowed within design specification. Internal complaint number: (B)(4).

Event description:
Clinical specialist stated that the date of explant and results of a reported dye study are not available.. Cs also stated that no patient symptoms or patient falls or trauma were reported. There was also no mris performed before explant. There was no indication that the patient's pump flipped or migrated.

Manufacturer narrative:
Pending completion of device analysis, review of device history record, and follow up details. (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions through e-mail to report a prometra ii 20 ml pump that was explanted due to volume discrepancies.